Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the ins had been replaced because it hadn¿t been working for the patient. The patient reported that the device hadn¿t really helped with the patient¿s symptoms. No further complications were reported at this time.